Event description:
It was reported that this device was found to be in safety mode. Boston scientific technical services (ts) was consulted and device replacement was recommended. No adverse patient effects were reported. At this time, this device remains in service.